Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had reservoir leak. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated the location of the leak was leaking from the second o-rings. Customer stated that the fluid was visible in the reservoir compartment. Customer stated that the sometimes loses insulin into the insulin pump where the reservoirs leak insulin into the compartment and got insulin flow block alarm as well as has a crack on the insulin pump and issue was resolved by complete set. The reservoir will not be returned for analysis.